Manufacturer narrative:
This report is being supplemented to inform the updates/information in d10 (concomitant device ) used with the subject device . Information obtained noted that the subject device was being used with device cv-290 (processor) at the time of the event. There was no issue reported on this concomitant device. Please refer to section d10 for the information. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the plug unit corroded during user handling which caused an unstable electrical connection and a temporary error message. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported an error e315 (scope error) and air/water (a/w) feeding problem. The issue occurred at preparation for use for a diagnostic enteroscopy procedure. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Communication with the customer informed that the customer stopped using this endoscope once the clogging was observed. Per the report, customer did not find any foreign material and reprocessed the device normally. The subject device was received and evaluated . Device evaluation found e315 error due to faulty plug unit. Corrosion was observed on the plug unit. In addition, service repair found the device was clogging with foreign material and was removed. The foreign material was describe to be a colloidal mucus tissue. Due to clogging, , water removal ability does not meet the standard value. The customer reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.